Event description:
Pt had stent of lad artery on (B)(6) 2012. The pt received angio seal upon completion of the intervention. St. Jude medical angio-seal sts vip product. The pt returned at 21:35 on (B)(6) 2012 with acute leg ischemia. Successful intervention of percutaneous revascularization of lower left extremity and successful limb salvage. Dates of use: (B)(6) 2012. Reason for use: percutaneous coronary intervention.